Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-03989 and 03990).

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to a painful hip. During the procedure, the surgeon noted black stained tissue/metallosis and that the patient's blood test results came back positive for elevated metal ion levels. No corrosion or fretting was noted when the head was removed however.